Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the light source flickers and the automatic dimming malfunction is due to the defective brightness adjustment unit. The cause of the malfunction is unknown at this time. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during preparation for use, the unit¿s light was flickering intermittently and there was no auto light adjustment available. There was no patient injury reported. The unit was returned to the regional repair center (rrc) and found auto brightness is not working due to fault in iris unit. This is considered a reportable malfunction.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. Further inspection of the returned unit found heavy dust. Due to the failure of iris no other functionality test could be perform on the unit. The cause of the internal failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.